Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door latch was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower latch was clicking and continuously fails. A field service arrived at the tower and unlocked it. Powered down the machine and removed the latch column. Disconnected and tightened all harness connections to the mini switches. Since a replacement latch was not available in inventory, a spare was used to replace the faulty latch assembly. Reconnected all harnesses, reinserted the latch column, and locked the cabinet. Powered the station back up, allowed the nurse to complete medication pulls, and then had the customer test the tower doors. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door latch was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.